Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). The caller asked about battery longevity of a prime battery at a voltage 2.93v. The caller provided the following parameters: pw: 180us rate 50hz amp: 1.8v. Caller reported that one entire lead is out (presumably the caller was referring to the electrode impedances not the group/therapy impedance). The caller stated that she could not provide any further details because they were about to start a surgical procedure with the patient. No patient symptoms were reported. Additional information was received from the manufacturer representative (rep). Rep reported that patient called their hcp about a month ((B)(6) 2020) ago that the battery was no longer working. Hcp scheduled patient for battery replacement without trying to interrogate the battery. When patient arrived for battery replacement, rep tried interrogating the battery. Patient stated their battery is not working anymore. Battery was not in elective replacement indicator (eri) but impedance check indicated all impedance >10,000. When rep looked at the lead connection an entire lead was out. When rep asked the patient if she had any recent falls, she said she fell one year ago and noticed the stimulation was not working. Rep asked her if she notified her hcp and she said she did not until last month (8/2020) and that was when they decided the battery needed changing. The impedance issues were not resolved. The rep was ab le to program the other lead and got full coverage. The ins was discarded by the account.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.